Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper came loose while drawing up liquid. The following information was provided by the initial reporter: "the black rubber inside the syringe seems to come off a bit when you draw up liquid".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-jun-2022. H6: investigation summary : one sample and one photo was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. There are no other visible defects observed that could have contributed to the issue. A device history review was performed for lot 2201022, finding one annotation related to the reported issue. During assembly, an issue was identified that resulted in the stoppers not being properly assembled onto the plunger rod due to a misalignment of the plunger and stopper. Once detected, the mechanical team repaired the issue. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. Based on our investigation, this incident was determined to be related to both the misalignment issue during manufacturing which caused the stoppers to be improperly assembled as seen in the sample provided, as well as the detection system not properly identifying the sample and rejecting. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper came loose while drawing up liquid. The following information was provided by the initial reporter: "the black rubber inside the syringe seems to come off a bit when you draw up liquid".